Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, although there is no indication of a systematic error or malfunction of the brainlab device. The corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There were no permanent negative clinical effects for this specific patient due to the misplaced screws. The most likely root cause related to the brainlab navigation system is a not detected shift between the information displayed in the navigation system and the actual patient anatomy, potentially caused by a movement of the navigation reference array that is attached on the bone and/or movements of the vertebras that could not be compensated by the navigation system, since the reference array was not in any case attached on the bone to be operated on. This potential shift was apparently not detected with the corresponding verification functionalities that are available. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There is no indication of a systematic error or malfunction of the brainlab navigation device. For this specific case, the investigation results could neither confirm nor disprove an actual inaccuracy of the information provided by the brainlab navigation system. Brainlab intends to offer additional training to this hospital.

Event description:
A spinal surgery to fuse 4 vertebras (l2, l1, th12, th11) has been performed with the aid of brainlab spine navigation software. During the procedure the surgeon: located the skin incision and placed the k-wires with the aid of brainlab navigation, verified the position of the k-wires by probing the holes and with x-ray images, prepared the canal and placed the screws without the aid of navigation, intraoperatively removed one screw including k-wire and re-inserted it without navigation. On the postoperative images it was detected that three screws were not placed as intended. One of those screws was placed completely without navigation. According to the hospital there are, apart from soft tissue defect, no negative clinical effects, particularly no neurological defects, for this specific patient due to the misplaced screws. However, an additional, more invasive surgery had to be performed to correct the screw placement.